Manufacturer narrative:
Add'l catalog #: 390-2105. Add'l lot #: 7071906. Add'l expiration date: 05/31/2008. Additional device manufacture date: 08/2007. The same lots of the actual devices involved in incident were evaluated, and the results showed both lots to be stable over time and met lot release criteria. Osteovation should not be used with k wires, the drill used must be threaded and fluted to prevent the breakdown of the cement, however the doctor used guidewire/k wire through the cement which was an off-label use.

Event description:
On (B)(6) 2008, "revision of a hammertoe" and removal of competitor's cement was performed by using osteovation inject 5cc, catalog # 390-2005, lot # 08011804, it did not properly set-up in the allotted time frame and ended up washing out of the wound sight. The second batch used was osteovation impact 5cc, catalog # 390-2105, lot # 7071906, that also did not set-up that great, however, it did harden. The doctor wasn't happy with the way it was holding and tried to place a guide wire through the cement and it completely broke the cement down into little pieces. The only other option after that, was to get permission from the patient's family to harvest a bone graft from her ankle.